Event description:
It was reported that the customer was hospitalized due to high blood glucose of 512mg/dl. The customer experienced dizziness, stomach ache, vomiting, and headache. Troubleshooting was not performed as customer stated that the doctor requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.